Manufacturer narrative:
Continuation of d10: product ID {envpro-14}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an initial implant procedure of the transcatheter aortic valve, the procedure was performed under local anaesthesia with right femoral arterial access and the use of a 14 french introducer. Hemostasis was achieved using prostyle and angioseal. No predilation or postdilation was performed, and only one prosthesis was implanted. During the procedure, the patient experienced a major arrhythmia, specifically third-degree atrioventricular block (avb iii), which was confirmed by standard electrocardiography. An echocardiogram (transthoracic/transoesophageal) was also performed. The investigator assessed the arrhythmia as probably related to both the device and the procedure. It was also reported that an unspecified minor access site complication occurred. Device and procedural success were achieved. No deaths, infections, or other adverse events were reported.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an initial implant procedure of the transcatheter aortic valve, the procedure was performed under local anaesthesia with right femoral arterial access and the use of a 14 french introducer. Hemostasis was achieved using prostyle and angioseal. No predilation or postdilation was performed, and only one prosthesis was implanted. During the procedure, the patient experienced a major arrhythmia, specifically third-degree atrioventricular block (avb iii), which was confirmed by standard electrocardiography. An echocardiogram (transthoracic/transoesophageal) was also performed. The investigator assessed the arrhythmia as probably related to both the device and the procedure. It was also reported that an unspecified minor access site complication occurred. Device and procedural success were achieved. No deaths, infections, or other adverse events were reported. Additional information was received clarifying that no access site complications occurred.